Event description:
It was reported that during a gastric bypass procedure, there were misformed staples. No further information is available. The case was completed by suturing by hand. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the patient weighed about (B)(6) prior to the procedure and was to receive a mini bypass with an 18cm long pouch. In order to initiate weight loss she had been implanted a balloon 6 months ago, which made her loose 15 kg. As a defense reaction to this foreign body the stomach wall tends to thicken. This is a well known fact and the reason for explanting the balloon 4 weeks prior to the operation. To start creating the pouch dr. (B)(6) usually starts to take down the antrum with a golden echelon reload. Expecting thick tissue he decided to use a green reload in this case. Since excessive force was necessary to close the endocutter, he decided to change the green reload for a black one. This one was still difficult to close, so he waited for about 1 minute before firing the instrument and used the time to make sure he had not caught the calibration tube with the echelon. When opening the jaws he observed about 5 malformed staples, sticking out of the staple line like cactus prickles. He removed these staples and continued to fire a second black reload transverse to the first one and the lesser curvature to create the bottom of the pouch, a little over the pylorus. This staple line was so insufficient that he had to oversew it. He finished creating the pouch using green reloads that worked perfect. There will be no negative outcome for the patient. The surgeon came to the conclusion that in this specific the tissue may have been too thick for a black reload and encourages us to design reloads that deliver an even larger staple height.